Event description:
It was reported that the intra-aortic balloon (iab) was inserted with a sheath, femorally in the cath lab. The iab was inserted for diagnostic and pre-operative purposes. The cardiologist inserted the iab into the pt and initiated counter pulsation. The technologist noted after a while that there was no augmentation at all. The iab seemed fully inflated. The doctor complained about the non-performance of the iab and said they should remove. Another iab was inserted and augmentation was successful. It was noted the clinical tech said acat 1 plus had experienced helium loss alarms.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.